Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for one patient tested on a cobas 8000 cobas ise module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial results were reported outside the laboratory. The patient's doctor questioned the initial ise results. The customer performed repeat testing on a different analyzer for confirmation. On (B)(6) 2021, the patient's initial results were na 121 mmol/l, k 3.6 mmol/l, and cl 92 mmol/l. On (B)(6) 2021, the patient's repeat results were na 141 mmol/l, na 144 mmol/l, k 4.3 mmol/l, k 4.3 mmol/l, cl 108 mmol/l, and cl 108 mmol/l. The customer determined the repeat results were correct. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.